Manufacturer narrative:
The unit was serviced by a third party and was unable to duplicate the reported problem. The customer stated over the phone that "was no problem found with iabp" and indicated that the patient size and the critical condition could be the root cause of the incident. The error logs reported iab disconnected. The iabp was tested by third party and found to be operating to factory specification. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated a message and then shutdown. The patient was switched to another iabp and therapy was continued. No patient injury was reported.